Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the customer reported t-handle chucks were causing issues and not disengaging properly from schanz screws. The repair technician reported the device was not fully opening or closing and was binding. The cause of the issue could not be determined. The reason for repair is the damaged component. The item is being scrapped as it could not be repaired per the inspection sheet and will be forwarded to customer quality. The evaluation was confirmed. Yes, the complaint can be confirmed based on the available information. The complaint device universal t-chuck handle was not opening and closing properly. Hence the complaint condition was confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 393.10, synthes lot # 8009619, supplier lot # 8009619, release to warehouse date: 19 may2006, and supplier: techron ag. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the t-handle chucks in the pelvic and large external fixation sets have been causing issues and not properly disengaging from schanz screws. Upon inspection with a schanz screw, it was difficult to remove the t-handle chuck from a schanz screw as the release mechanisms are not functioning properly. No patient involvement. This report is for one (1) universal chuck with t-handle. This is report 1 of 3 for (B)(4).